Event description:
Localized inflammation [dermal filler reaction]; ([nodule], [skin oedema]). Case narrative: on (B)(6) 2026, the (B)(4) notified teoxane geneva of an adverse event. According to the injector, a patient was injected on (B)(6) 2025 with 2,4ml of rha 4 in the cheekbones using the bolus and the retrotracing techniques with a 22g cannula. The patient had no prior aesthetic treatment or relevant medical history. Approximately 2,5 months after the injection (on (B)(6) 2026), the patient experienced a localized inflammation characterized by an oedema and a small nodule in the right cheekbone. On (B)(6) 2026, the inflammation worsened and the oedema extended to the malar areas, the nose and the upper eyelids. No fever, erythema or increase of local temperature was observed and the injector performed a hyaluronidase injection (75 iu). On (B)(6) 2026, a course of oral corticosteroids was started (prednisone 50mg per day). Based on the pictures provided and the worsening of the situation, the case was assessed as reportable. The local medical expert was contacted for guidance. Despite several reminders, no further information could be retrieved. The complaint was considered closed. Imdrf code annex g is erroneous is this case (due to database issue). Please consider code g04127 ¿ syringe.

Manufacturer narrative:
Delayed inflammatory reactions that may manifest as nodule and oedema weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. This is default text configured for block h10.

Event description:
Localized inflammation [dermal filler reaction] ([nodule], [skin oedema]). Case narrative: on (B)(6) 2026, the spanish subsidiary notified teoxane geneva of an adverse event. According to the injector, a patient was injected on (B)(6) 2025 with 2,4ml of rha 4 in the cheekbones using the bolus and retrotracing techniques with a 22g cannula. The patient had no prior aesthetic treatment or relevant medical history. Approximately 2,5 months after the injection (on (B)(6) 2026), the patient experienced a localized inflammation characterized by an oedema and a small nodule in the right cheekbone. On (B)(6) 2026, the inflammation worsened and the oedema extended to the malar areas, the nose and the upper eyelids. No fever, erythema or increase of local temperature was observed and the injector performed a hyaluronidase injection (75 iu). On (B)(6) 2026, a course of oral corticosteroids was started (prednisone 50mg per day). Based on the pictures provided and the worsening of the situation, the case was assessed as reportable. The local medical expert was contacted for guidance. At the time of this report the patient's symptoms are monitored and the investigations are on-going. Imdrf code annex g is erroneous is this case (due to database issue). Please consider code g04127 ¿ syringe.

Manufacturer narrative:
According to the information received the case seems to be linked to an delayed dermal filler inflammation. Delayed inflammatory reactions that may manifest as nodule and oedema weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. This is default text configured for block h10.